Manufacturer narrative:
H6. Codes: updated. Device evaluation: no product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
D4: the primary di# has been used as the lot information is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the leak occurred at the tubing while in use with patient at patient's home. It came apart at the mini connector right before the white connection piece that connects the medication tubing to the port tubing. There was no patient harm or adverse event reported.